Event description:
The customer reported that during a nephrectomy, the device stopped working. This caused the procedure to be delayed by more than 30 mins. Another device was used to complete the procedure w/o incident. There was no bleeding, no tissue damage and no pt injury.

Manufacturer narrative:
(B)(4). The incident device has been rec'd and is under eval. When the device eval is complete, a f/u report will be submitted.